Event description:
On (B)(6) 2012, the pt reported that her blood glucose level was elevated between 280 mg/dl and 300 mg/dl on (B)(6) 2012. On (B)(6) 2012, her levels were in the 300's mg/dl. On the date of report her blood glucose level was 450 mg/dl. Her normal range is 100's mg/dl. She experienced dizziness. The pt attempted to correct the elevated levels via insulin bolus with her infusion device. Her blood glucose level remained elevated after a bolus of 15.0 units of insulin and a bolus of 14.0 units of insulin. Pump did no display any error or alert messages. Troubleshooting with the pt revealed that insulin had leaked into the cartridge compartment. The luer lock does not appear to be where the insulin is leaking, but there are tiny air bubbles in the luer lock. The pt also noticed moisture under the self-adhesive pad at her infusion site. The pt was sent a new backup infusion device and her blood glucose level returned to normal after she began using it; her most recent reading was 100 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for eval.